Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review was performed, and no nonconformities were found that would have led to the reported complaint.

Event description:
The event involved a tego connector leak. It was reported when disconnecting a canaud catheter, one of the valves on a tego cap leaked. Upon inspection of the cap, the valve appeared bulging and therefore open, allowing the catheter branch to leak. The patient was connected during the incident, as the event occurred during disconnection. The valve was installed on (B)(6) 2026, and it was removed on (B)(6) 2026. The disinfectant used is biseptine and the list of products used in the circuit: diluted heparin (652 u/ml) ¿ 2 ml loading followed by 1 ml/h, 4% sodium citrate lockout solution. The type of devices involved are canaud catheter, fresenius blood line. The device was changed and were no problems encountered afterward. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
The device is not available for investigation however a device history review should be performed, and a supplemental report will be submitted. Additional contact information: (B)(6).